Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-00074. The pt (B)(6) is implanted with three percutaneous leads from two different lots. It was reported the pt suffered a fall and is currently not receiving effective therapy coverage. A diagnostic test found impedance issues for several lead contacts. In addition, x-ray imagery revealed one of the pt's leads has migrated. Previous reprogramming attempts were successful in getting stimulation to the pt's knees as needed; however, therapy coverage to his feet is lacking. In an effort to address his pain management needs for the immediate future, the pt will undergo a trail utilizing a different therapy regime.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.